Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that during insertion, they were experiencing difficulty over the past few weeks with this product. This occurred when they tried to pass a .035 spring wire guide (swg) through the catheter. The swg became stuck approximately 3 inches into the catheter and could not be advanced. As a result, standard surgery was performed. There have been no patient complications reported.